Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer blood glucose at the time of incident 19 mmol/l. Troubleshoot was performed. The insulin pump did not have moisture damage. The issue was not resolved. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The keypad connector was inspected and fully locked on lcd board.